Event description:
It was reported that when the device was taken out of the package, the header of the device was noted to be discolored. The device was never used and there was no patient involved.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of header discoloration was confirmed. However, the cloudy appearance was found to be acceptable since all the header components and the tip of the test leads were visible through the header. The device was otherwise normal. No anomalies were found.